Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod at the time of the event. On (B)(6) 2026, the patient experienced hypoglycemia, blood glucose was reported to be between 40 mg/dl and 50 mg/dl with seizures. The patient reported that the controller displayed glucose values within range despite low blood glucose. The patient changed the pod, treated their blood glucose level and laid down. Dexcom was notified of the event on (B)(6) 2026.